Event description:
The customer reported the bending section cover was damaged. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the instrument channel port was loose. This report is being submitted for the malfunction found during evaluation of the device (loose instrument channel port).

Manufacturer narrative:
Upon inspection and testing of the device, the instrument channel port was found to be loose due to physical stress. In addition, the reported issue (damaged bending section cover) was confirmed and found to be caused by external factors. Service found the insertion part was crushed, there was a leakage in the light guide bundle, the control section was corroded, the paint on the up/down plate was peeling off, there was liquid invasion in the up/down plate, there was a leakage from the universal cord, the light guide connector was corroded, and the light guide cover glass was corroded. The control section, the switch box, the grip, the up/down plate, the universal cord, the angle lever, the video cable, the video connector, and the video connector case were found to be scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling of the device, or some other factors. Olympus will continue to monitor field performance for this device.